Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the imaging system software was reloaded onto the imaging system to resolve functionality. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not complete initialization. It was reported that there was a red x present on the viewing station of the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.